Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back under one of the therapy electrode pads. The rash was described as red, itchy, and the length of the therapy electrode pad. The patient's primary care physician prescribed a cream. Follow-up indicated that the skin irritation had improved.